Event description:
The patient suffered a pneumothorax post superdimension procedure. The patient received a chest tube and was hospitalized. On (B)(6) 2014, the physician reported the patient was improving. Additional questions have been extended to the site. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.